Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that at the beginning of a vitrectomy procedure, the vitrectomy probe was working poorly and the surgeon was able to remove some vitreous. After a while the probe stopped working; there was no cutting and no aspiration. The product was replaced and the procedure was completed. There was no harm to the patient. Additional information was requested and received.

Manufacturer narrative:
A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were two additional complaints associated with the lot for the reported issue. The returned sample was visually inspected and deemed nonconforming. The needle is bent approximately 30 degrees and the needle is cracked above the stiffener. Actuation testing was performed and deemed nonconforming. The sample would not actuate. Cut testing was performed and deemed nonconforming. The sample would not cut. Aspiration testing was performed and deemed nonconforming. Bubbles observed in tubing. Aspiration (bias-closed) testing was performed and deemed nonconforming. Bubbles observed in tubing. The probe was disassembled and the components inspected. There is approximately 20-30 minutes of usage wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter is cracked. The complaint evaluation does confirm the probe had a cut and an aspiration issue. Also during the evaluation, the probe had an actuation issue. The reason for the cut and actuation issues is due to the bent needle and the reason for the aspiration issue is due to the cracked inner cutter. A bent needle can cause a damaged inner cutter which can impede the movement of the cutter shaft and cause interference between the two components and result in an actuation and cut failure. The cracked inner cutter is the most likely root cause of the bubbles in the tubing which causes an aspiration nonconformance. How and when the probe needle became bent and how the inner cutter became cracked cannot be determined from this evaluation. No specific action with regard to this complaint was taken by the manufacturing location because the root cause cannot be determined by this evaluation. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. During the testing of a probe, the probe is visually inspected and a bent needle would be detected and removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).